Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. Customer¿s low blood glucose level was 54 mg/dl. Customer¿s current blood glucose level was reported as 87 mg/dl. The customer was treated with glucose tablets for the low blood glucose. Customer stated they had low blood glucose. The customer was offered to troubleshoot and customer stated she did not feel it was necessary because she bloused and did not eat as much as she intended too. The product was not returned for analysis.